Manufacturer narrative:
THE EVENT OF CAPSULAR CONTRACTURE IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE, CAPSULAR CONTRACTURE BAKER GRADE UNKNOWN.

Event description:
PATIENT REPORTED OF THE LEFT SIDE DEVICE: RUPTURE AND CAPSULAR CONTRACTURE OF UNSPECIFIED BAKER GRADE. THE DEVICE REMAINS IMPLANTED.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be unreported.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Additional, Changed, and/or Corrected Data: A2, B5, D1, D2a, D2b, D4, G4, H4.